Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bolus calculations were varied. Tandem technical support reviewed and verified pump settings. Customer consulted with health care provider who informed her that she had requested and delivered a correction bolus just prior to the next time segment taking effect, which led customer to receive more insulin that expected. Customer understood that pump was performing as intended. There was no impact to customer's blood glucose level.